Event description:
Caller reported a power source alert 07. There was no adverse impact to the customer¿s blood glucose level. Caller tried various troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted. Technical support decided to replace the pump, and the caller was instructed to put the pump into storage mode before returning it to tandem. Caller understood the instructions and agreed to return the pump using a pre-paid label within 10 days.